Event description:
The pump was running heparin between 1250-1350 units/hour or 12.5 to 13.5 ml/hr. At the beginning of the shift, around 1900, the pump alarmed that the volume infused was complete, the staff added more volume to the pump, unsure of the amount added, at 0434 they changed the bag and estimated that there was still 50 ml in the bag with the pump showing 137 ml had infused since 1800. Looking back in the computer at the rates and when the bag was hung, approx 292 ml should have infused from the bag plus the estimated 50 ml left when changing the bag, this could mean that approx 342 ml were documented infused from a 250 ml bag. The staff nurse changed out the pump at 0434 and sent the old one, dia #(B)(4) to be checked. The pt¿s ptt was low the entire time the bag was running and the drip was increased, after the pump and bag change, the ptt climbed and the rate had to be decreased.

Manufacturer narrative:
Sigma investigation found unit passing internal testing (B)(4) for flow rate accuracy and occlusion detection as received. Unit was also tested at rates of 1250 units/hr (12.5ml/hr), and 1350 units/hr (13.5ml/hr) with all values within specification. Secondary inspection found no failing components. Review of device log did not confirm allegation.